Event description:
It was reported that a patient was extremely uncomfortable with the intraocular lens (iol) after implantation. The patient reportedly felt unsafe, especially when driving at night. During the implantation the incision was enlarged. We have learned through follow-up that the patient reported seeing two (2) white lines at night but does not describe real diplopia. Additional report from the patient indicated seeing 2 lines only with the left eye opened and seeing 1 straight line and 1 line that touches it and goes away diagonally. This is always present when the right eye is closed. Due to this, the iol was explanted and discarded on (B)(6) 2023. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section e1 - telephone number: (B)(6) device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.